Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced increased chest pain while performing automated peritoneal dialysis (apd) therapy. Prior to the event, the patient had performed one continuous ambulatory dialysis (capd) manual exchange of 2000 ml and drained 2505 ml. The patient felt chest pain but wanted to continue with apd therapy. During fill 1 of 4, the patient felt increased chest pain and called a baxter technical service representative (tsr) to end therapy. The patient was advised to get emergency assistance. No further information was provided regarding whether the patient was hospitalized, if the patient received treatment, or regarding the patient's outcome for the event. No additional information is available.

Manufacturer narrative:
Evaluation codes were provided. The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.